Event description:
It was reported that a tandem mobi cartridge alarm occurred. There was no adverse impact to the customer¿s blood glucose level. Technical support instructed the customer to remove the cartridge and deliver a bolus, which was completed successfully. The customer was then able to reload the cartridge and resume insulin therapy, resolving the issue.